Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm which is off label usage of the device on (B)(6) 2024. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information/ device evaluation. H3a: device evaluated by mfg- additional information. H3b: evaluation included - additional information. H6: additional information.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm which is off label usage of the device on (B)(6) 2024. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. Product was provided for investigation. An external visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.